Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor broke and customer didn't know when the electrode had came off. The customer's blood glucose at the time of the incident was unknown the product will not be returned to the analysis.